Event description:
In 2008, the pt reported that her infusion device displayed 09 (technical inspection due) and she did not receive any of the prior 8x (88, 86,84, 82) alarms warning her that the infusion device would soon shut down. She stated that she does not have a backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.